Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one vaccess pta dilatation catheter has returned for evaluation. On the visual evaluation of the device a circumferential break at the catheter shaft right below the proximal glue joint and exposing the inner guidewire lumen. All the anomalies was noted on the microscopic observation. No other anomalies noted and no functional performed due to condition of the device. The investigation is confirmed for the break, as a circumferential break was noted to the device during evaluation. A definitive root cause for the break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, g3, h11: h6 (method, result and conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation of a angioplasty procedure, the pta balloon shaft allegedly cracked. It was further reported that the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation of a angioplasty procedure, the pta balloon shaft allegedly cracked. There was no reported patient contact.